Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b.

Event description:
Patient reported "deflation". Later, healthcare professional confirmed "deflation". Healthcare professional later reported no complaint against the device. This record is for the left side. Device has been explanted. The device will not be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported "deflation". Later, healthcare professional confirmed "deflation". This record is for the left side. Device remains implanted. It is unknown if device will be returned.